Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer states that some of the reports are missing verbiage. The report starts, then cuts off and then picks lines up later. There was no reported pt injury associated with this event.